Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive archtiect hbsag qualitative ii result generated on the architect i2000sr analyzer for one patient sample. The customer tested hbv nat and hcv nat on the patient sample and generated positive results for both tests. When the sample was tested with the hbsag qualitative ii test the result was nonreactive, however the customer went ahead and tested the sample with the hbsag confirmatory test and generated a positive result for the patient sample. The following data was provided: sid (B)(6): hbsag qual ii = 0.15 s/co (nonreactive). Hbsag confirmatory results: hbsagq2 %n = 97.4189 (confirmed). Hbsag q2 c1 = 50.88 s/co. Hbsag q2 c2 = 1963.68 s/co. Other testing provided: hiv ag/ab = 0.11 s/co (nonreactive). Syphilis tp = 0.12 s/co (nonreactive). Anti-hcv ii = 18.16 s/co (reactive). There was no impact to patient management reported.

Manufacturer narrative:
Correction - updated a1 - patient identifier: (B)(6) (complete patient identifier) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive archtiect hbsag qualitative ii result generated on the architect i2000sr analyzer for one patient sample. The customer tested hbv nat and hcv nat on the patient sample and generated positive results for both tests. When the sample was tested with the hbsag qualitative ii test the result was nonreactive, however the customer went ahead and tested the sample with the hbsag confirmatory test and generated a positive result for the patient sample. The following data was provided: sid (B)(6): hbsag qual ii = 0.15 s/co (nonreactive). Hbsag confirmatory results: hbsagq2 %n = 97.4189 (confirmed). Hbsag q2 c1 = 50.88 s/co. Hbsag q2 c2 = 1963.68 s/co. Other testing provided: hiv ag/ab = 0.11 s/co (nonreactive). Syphilis tp = 0.12 s/co (nonreactive). Anti-hcv ii = 18.16 s/co (reactive). There was no impact to patient management reported.

Event description:
The customer reported a false nonreactive archtiect hbsag qualitative ii result generated on the architect i2000sr analyzer for one patient sample. The customer tested hbv nat and hcv nat on the patient sample and generated positive results for both tests. When the sample was tested with the hbsag qualitative ii test the result was nonreactive, however the customer went ahead and tested the sample with the hbsag confirmatory test and generated a positive result for the patient sample. The following data was provided: sid (B)(6): hbsag qual ii = 0.15 s/co (nonreactive). Hbsag confirmatory results: hbsagq2 %n = 97.4189 (confirmed). Hbsag q2 c1 = 50.88 s/co. Hbsag q2 c2 = 1963.68 s/co. Other testing provided: hiv ag/ab = 0.11 s/co (nonreactive). Syphilis tp = 0.12 s/co (nonreactive). Anti-hcv ii = 18.16 s/co (reactive). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing of the complaint lot, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any related trends regarding commonalities for the lot number and complaint issue. A review of the device history record did not identify any nonconformances, potential nonconformances, or deviations associated with the lot number and complaint issue. Clinical sensitivity testing was performed using an in-house retained kit of complaint lot 55618fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Customer field data was used to assess the performance of the architect hbsag qualitative ii assay using worldwide data. The median population result for lot 55618fn00 for the reactive population is comparable with all other lots in the field and falls within established baselines, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect hbsag qualitative ii reagent lot 55618fn00.